Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 523 mg/dl. The customer addressed high blood glucose by administering a correction injection via multiple daily injections and did not require third-party assistance. The issue was resolved by changing the infusion set and cartridge, after which insulin delivery was resumed.